Event description:
Pt underwent surgery in 2006 and received a 4 level 83 mm trinica cervical plate with two 4.2x12mm variable self drilling screws, four 4.2x14mm fixed self drilling screws and two 4.2x14mm variable self drilling screws. The surgeon successfully rotated the locking cap on the late when the ball end of the hex driver broke off inside the hex pocket of the locking cap. The o.r. Staff made multiple attempts to remove the broken tip without success. Upon further examination by the surgeon he stated that the broken piece was stuck in the locking cap and could not be removed. The surgeon completed the case with the broken ball and hex in the locking cap. H2: at this time, there is no known pt health issues. However, there is a potential for an adverse event and/or a negative reaction from the pt.

Manufacturer narrative:
Review of the DHR for this part/lot # did not reveal any discrepancies. The parts were MFR to drawing specifications. The instrument broke near the .035" radius just above the tapper. Instrument analysis confirms that the hex flat dimension, .0977" + .0000/-.0010, is within print specifications, 07.00172.101, ranging from 0.0971-0.0972". This is the only relevant dimension on the returned instrument. The broken piece was not returned with this complaint; therefore, no other relevant dimensional checks could be taken.